Event description:
It was reported that the super turbovac showed an error 1 when plugged into the console and even after plugging in and out, it doesn¿t work. No back up device was available. No significant delay or patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this complaint is a duplicate complaint of (B)(4). Please refer 3006524618-2018-00276 MDR as the correct report.